Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture confirming the failure. There are no other anomalies noticed on the device. Although a definite root cause cannot be determined, anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A DHR review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the anchor broke during procedure. Additional information received via email from the affiliate on 9-29-17. The breakage occurred at the moment the surgeon started to use it, was threading, the anchor broke in half. There were no delays. The surgeon removed all and the patient did not suffer injuries. Another product was used to complete the procedure. It is not known if the surgeon used the original bone hole. It is not known what type of bone quality the patient had.